Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1031528 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 1031528 , test base part number 195-430h / lot 1031528 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1031528 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided for investigation , however a possible assignable root cause is sample interference or cross contamination. MFR reference reports: (B)(4).

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. MFR reference reports: (B)(4).

Event description:
The customer reported two (2) false negative results with the ID now covid-19 assay performed .this MFR. Report addresses two (2) of two (2). The customer reported a false negative result with the ID now covid-19 assay performed on a nasal swab. Pcr confirmation testing on a nasopharyngeal swab with (core lab) generated a positive result. No additional patient information, including treatment and outcome, was provided.